Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. The customer's blood glucose level was 300 mg/dl. The customer reported the possibility of having a little ketones present but that there was nothing of concern. During troubleshooting with tandem technical support, the customer cleaned the pneumatic tap, reloaded the cartridge, and received an accurate fill estimate.